Manufacturer narrative:
Journal article: buell tj, et al. Bmj case rep 2017. Doi:10.1136/bcr-2017-013282 evaluation: no protege stent delivery systems were received for evaluation. No ancillary devices or procedural summaries from the procedures were received. The journal article included several cine images. Due to the quality and clarity of the cine images the stenosis adjacent to the initial stent construct was identified in cine image d. The thrombus formation adjacent to the stent could be seen on the cines provided. The instruction for use, (IFU), under intended use indicates that the everflex stent is intended for use within the common iliac, external iliac, superficial femoral, proximal popliteal or subclavian arteries. The stents were implanted in cranial veins to treat idiopathic intracranial hypertension. The use of protégé everflex stent within cranial veins is considered to be off-label use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented with headaches pulsatile tinnitus, peripheral vision loss, and papilledema. The patient¿s symptoms started 2 months prior to presenting to the (B)(6), and was diagnosed with idiopathic intracranial hypertension. The patient underwent a successful venous sinus stenting of the superior sagittal sinus, right transverse sinus and right sigmoid sinus. The physician used 3 overlapping protégé everflex stents. It was reported 4 months post procedure, the patient complained of worsening headaches, pulsatile tinnitus and peripheral vision. The patient was diagnosed with worsening stenosis adjacent to the initial stent construct. The patient was treated with further stenting, during treatment a de novo borden type 1 dural arteriovenous fistula was observed, this was not present on the previous angiogram. Due to the drainage pattern the fistula was classified as low risk for haemorrhage. No further treatment was given